Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported a hospitalization due to high blood glucose. Diagnosed diabetic ketoacidosis. Caller stated that customer disconnected from the insulin pump to swim and ride amusement park rides. The blood glucose was hard to control in the evening. The customer was admitted to hospital for a couple of days. Nothing further reported.